Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system failure, configuration required. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the bottom case cracked by l-bracket and battery bay, cracked right plunger case. Functional testing found configuration required found at power up. Downloaded standard configuration 1a12. The root cause of the reported issue was found to be incomplete software update by customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: model number.